Manufacturer narrative:
No pt samples were returned for testing. Product support tested positive control, calibrator h on lots w49564 and w49601 for ck-mb correlation between the two device lots. No significant variation in ck-mb recovery was observed between the two device lots. All data points for ck-mb were within the mfg 2sd range. The cv's and percent recovery for ckmb were within the mfg final release specs on both device lots. Each device lot functioned as expected and within the mfg release specs for ckmb with calibrator h. Product support also ran a passing and bablok correlation and found no significant variation between device lots recovery for ckmb. The customer's complaint of a potential false negative ck-mb was not observed. No significant variation in ck-mb recovery was observed between the two lots. Product support cannot rule out any sample specific, or environmental factors that may have affected analyte recovery. As of (B)(6) 2011, one complaint has been reported for lot w49601. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a potential false negative ck-mb result from a side by side correlation of the triage cardiac profiler. Whole blood pt sample used was not older than 6 hours. No other pt info was provided.